Event description:
The balloon deflated during use.

Manufacturer narrative:
Attempts are being made to obtain add'l info. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 12/10/07.